Event description:
On (B)(6) 2011, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The pt tolerated the initial procedure. The maximum diameter of aortic aneurysm on (B)(6) 2011 was 53mm and the follow-up assessment on (B)(6) 2012 showed that the diameter of aneurysm was 54mm. On (B)(6) 2012, a type ii endoleak was discovered from the inferior mesenteric artery (ima) and the pt underwent a re-intervention to coil the artery. The pt tolerated the procedure.

Manufacturer narrative:
(B)(4).